Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that the physician implanted the universa firm ureteral stent set with the tether on; however the tether broke off from the stent. The physician placed the stent at the intended location. It was further reported that the patient will need a subsequent procedure to remove the stent due to tether breaking. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information was requested regarding the failure of the device.

Manufacturer narrative:
Investigation - evaluation: a review of complaint history, device history record, specification and quality control data was conducted during the investigation. The complaint device was not returned therefore, device failure analysis and physical examination of the device used in this case could not be performed. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. In addition, a review of device master record did not observe any nonconformance's that may have contributed to this incident. A review of complaint history found no other complaints associated with the complaint device lot number. Based on the provided information, no product returned, and the investigation, a definitive root cause cannot be established or reported at this time. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.